Manufacturer narrative:
(B)(4). Batch # r9222c. Investigation summary: the device was received with the top of the I-blade fractured and slightly lifted. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The device was connected to the generator and it was recognized. Because the I-blade was damaged, not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle opened and closed. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an laparoscopic tubal ligation procedure that the ¿I¿ blade split/separated. Nothing fell into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.